Event description:
Pump declared a cartridge change error and customer attempted to rectify the issue by cleaning the pneumatic tap area and following on-screen instructions to load the cartridge but was unsuccessful. Despite this, there was no adverse impact to the customer¿s blood glucose level reported. Tandem technical support decided to replace the malfunctioning pump and arranged for its return, while the customer opted to use an alternate insulin delivery method through multiple daily injections (mdi) to ensure continuous insulin delivery.